Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a difference of recognition between recommendation by the legal manufacturer and the user regarding device handling and reprocessing steps. The user facility received training on proper handling. The suggested event is preventable by handling the device in accordance with the following instructions for use (IFU): IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon the investigations completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had insufficient or incorrect reprocessing for a diagnostic procedure. The customer requested an in service. There was no report of patient harm or user injury associated with this event.